Event description:
As reported by the legal brief, the patient underwent a surgical procedure to implant a cordis filter for the treatment of pulmonary embolism. The device was implanted into the patient¿s inferior vena cava (ivc) and was positively identified by subsequent scan results and imaging done. The cordis filter was identified by the physician in review of the patient¿s scan images. Approximately on or about fifteen years post-implant, the patient had a computerized tomography (CT) scan on the abdomen. The scan revealed that the legs of the filter extended beyond the diameter of the ivc. This is a perforation of the ivc by the filter. As of the present, the patient is still implanted with the malfunctioned device, which is known to be dangerous and cause serious side effects. As the result of the filter installation, the patient has suffered and is at risk of suffering injuries, possibly permanent and life-threatening, and will require extensive medical care, monitoring and treatment. The patient has suffered and will continue to suffer significant medical expenses, pain and suffering, loss of enjoyment of life, disability, and other losses, not limited to the apprehension and risk associated with retaining a defective device inside the body. The following additional information was received per the patient¿s medical records: patient had a history of thyroidectomy for multinodular goiter. Approximately 4 months pre-implantation, patient underwent a left thyroid lobectomy. The findings of the lobectomy were that the left thyroid nodule centered on the ligament of berry and superior pole, suspicious of cancer. Approximately 14 years and 6 months post implantation, patient underwent a CT scan. The scan revealed the filter was in the ivc inferior to the renal vein origins. The filter demonstrates no significant tilt. The filter legs appear to extend beyond the diameter of the ivc, however it may be artifactual. There appeared to be no encroachment on adjacent vessels or organs. According to the information received in the patient profile form (ppf), the patient reports blood clots, clotting, and/or occlusion of the ivc. The patient also reports suffering from trouble breathing and mental anguish.

Manufacturer narrative:
Additional information was provided and is available in: (date of birth). (Event description). (Relevant history race and medical history). (Brand name). (Model, catalog, lot number). (Date received by the manufacturer). (Evaluation codes). The exact event date is unknown. The implant date was confirmed to be accurate. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Lot number was corrected. Complaint conclusion: as reported the patient had implant of a trapease inferior vena cava (ivc) filter for the treatment of pulmonary embolism. Per the medical records, the patient had a history of thyroidectomy for multinodular goiter 4 month prior to filter implant. The device was implanted into the patient¿s ivc. Approximately fifteen years post-implant, a CT scan revealed that the legs of the filter extended beyond the diameter of the ivc. The scan revealed the filter was in the ivc inferior to the renal vein origins. The filter demonstrates no significant tilt. The filter legs appear to extend beyond the diameter of the ivc, however this may be artifact on the image. There appeared to be no encroachment on adjacent vessels or organs. Per the patient profile form (ppf), the patient reports blood clots, clotting, and/or occlusion of the ivc. The patient also reports suffering from trouble breathing and mental anguish. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. It was reported that there was perforation of the ivc and surrounding structures; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Ivc perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Blood clots and occlusive thrombosis within the filter and vasculature do not represent a device malfunction. Anxiety and difficulty breathing do not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
Correction to section (product code).

Manufacturer narrative:
As reported, the patient underwent a surgical procedure to implant a cordis filter for the treatment of pulmonary embolism. The device was implanted into the patient¿s inferior vena cava (ivc) and was positively identified by subsequent scan results and imaging done. The cordis filter was identified in review of the patient¿s scan images. Approximately on or about fifteen years post-implant, the patient had a computerized tomography (CT) scan on the abdomen. The scan revealed that the legs of the filter extended beyond the diameter of the ivc. This is a perforation of the ivc by the filter. As of the present, the patient is still implanted with the malfunctioned device, which is known to be dangerous and cause serious side effects. As the result of the filter installation, the patient has suffered and is at risk of suffering injuries, possibly permanent and life-threatening, and will require extensive medical care, monitoring and treatment. The patient has suffered and will continue to suffer significant medical expenses, pain and suffering, loss of enjoyment of life, disability, and other losses, not limited to the apprehension and risk associated with retaining a defective device inside the body. The device was not returned for analysis. A device history record (DHR) review could not be conducted as the sterile lot number was not provided. The inferior vena cava (ivc) filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. A perforation was mentioned in the brief. Without images or procedural films for review, the reported perforation could not be confirmed and the exact cause could not be determined. A clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Based on the minimal information provided, it is not possible to draw a clinical conclusion or determine a root cause for the reported events. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken. The product code for the trapease filter 'dqo' was used as it is unknown which filter the patient was implanted with. The product code for the optease filter is 'dtk'. The patient was implanted with the filter on or about sometime in 2002.

Event description:
As reported by the legal brief, the patient underwent a surgical procedure to implant a cordis filter for the treatment of pulmonary embolism. The device was implanted into the patient¿s inferior vena cava (ivc) and was positively identified by subsequent scan results and imaging done. The cordis filter was identified by the physician in review of the patient¿s scan images. Approximately on or about fifteen years post-implant, the patient had a computerized tomography (CT) scan on the abdomen. The scan revealed that the legs of the filter extended beyond the diameter of the ivc. This is a perforation of the ivc by the filter. As of the present, the patient is still implanted with the malfunctioned device, which is known to be dangerous and cause serious side effects. As the result of the filter installation, the patient has suffered and is at risk of suffering injuries, possibly permanent and life-threatening, and will require extensive medical care, monitoring and treatment. The patient has suffered and will continue to suffer significant medical expenses, pain and suffering, loss of enjoyment of life, disability, and other losses, not limited to the apprehension and risk associated with retaining a defective device inside the body.